Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were unable to be reproduced during evaluation due to an unrelated issue. Air in line alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. A low flow rate was unable to be reproduced during evaluation due to an unrelated issue that prevented the device from having flow testing performed however; the device requires verification of pressure plate travel and calibration to ensure flow accuracy is met during the repair process before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low flow rate and air in line alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.